Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the large needle driver instrument had a bent tip and the needle holder tip had detached, although still "working life" was present. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to one (1) severely bent grip, causing misalignment of the grip-tips. There was a 3.650 mm offset at the tips. The grips were not found to have cracking damage. No components were found to be loose or missing. The complaint regarding tip is bent and needle holder detached was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed that the problem with the instrument occurred before the operation, during the instrument alignment and no damage incurred. They completed the procedure by using a new instrument and sending the old one with the complaint. This instrument was not used on the patient, so nothing fell into the patient. There was no loss of time.

Event description:
Refer to h11 for follow-up information.